Event description:
It was reported that, "the case was scheduled as an l5-s1 tlif using navigator. During cage preparation we began to trial. We used the t-handle to attach the black stem trials and size accordingly. We started at a 6mm trial and ended at an 8mm trial. When removing the 8mm trial the stem connection to the trial snapped off completely. The trial was now stuck in the disc space. The surgeon needed to fish out the trial using and breaking many hospital instruments. Finally he was able to remove the trial and we were able to place the avs navigator implant."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.